Event description:
It is reported that the tip of the bougie broke off during use. Distal end was not retreived at the time of the event. Upon removal of the device, it was noted that mercury was leaking from the broken end of the tube.

Event description:
It is reported that the tip of the bougie broke off during use. Distal end was not retreived at the time of the event. Upon removal of the device, it was noted that mercury was leaking from the broken end of the tube.